Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
The following was reported through a review of a post-market clinical study. Reportedly, following a right eye cataract plus trabecular micro bypass stent procedure, the surgeon observed a malpositioned stent postoperatively. Per report, there was no patient¿s adverse event, and the stent positioning did not require any medical or surgical intervention.